Event description:
The dealer states that the arm assembly is stripped, the dealer states he believes it is from wear and tear. The dealer also states that the chair isn't coming to a complete stop. The dealer spoke with tech and the recall has not been done yet.